Event description:
A coronary atherectomy procedure commenced to treat a moderately calcified lesion in the patient's mid left anterior descending (lad) coronary artery. The physician used a spectranetics elca coronary atherectomy catheter to treat the patient. During the procedure, the device was removed and it was observed that an internal piece of the device was sticking out of the proximal portion of the rapid exchange port where the guide wire is inserted. A new elca device of the same model was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
Patient's date of birth unk. Relevant tests/laboratory data unk. The device has not returned to the manufacturer, thus no investigation could be completed.

Manufacturer narrative:
D9): the device was returned to the manufacturer 26 apr 2022. G3): device evaluation and investigation were completed 28 apr 2022. H3): the device was returned and evaluated by a cross functional team. The device''s inner lumen was pulled away from the guide wire port, causing bunching up and ripping of the device''s outer jacket. With the outer jacket damaged and the inner lumen pulled away from the guide wire port, this caused the device''s fibers to be exposed. Twists were seen in the outer jacket extending from the guide wire port to the distal tip; no breaches were detected in the twisted areas. H6): historically, the manufacturer has seen this damage during removal of the device, when the guide wire is pulled perpendicularly away from the guide wire port, resulting in the inner lumen pulling away from the guide wire port. This creates outer jacket damage and exposed fibers. Based on the device evaluation and investigation (outer jacket ripped and twisted, inner lumen pulled away from guide wire port, exposed fibers) this failure has been determined to be use related.